Event description:
Stent could not be released from the carrier system. At what stage of the procedure did the complaint occur? (When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal) what endoscope type and channel size was used? Olympus 190 what was the position of the elevator? N/a, open, closed open details of the wire guide used (diameter, type, make)? N/a was the zip port facing upwards and slightly curved when backloading the wire guide? N/a, yes, non/a please advise the anatomical location of the intended target site. Did the patient require any additional procedures as a result of this event? N/a, yes, no no what intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day n(a were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? N/a, yes, no (if yes, please specify what was observed and where on the device it was observed.) Was the directional button pressed during use? N/a, yes, no yes was the yellow marker kept in view during deployment? N/a, yes, no yes are images of the device or procedure available? N/a, yes, no was resistance encountered when advancing the delivery system to the target location? The patient is found to be fine.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation the evo-fc-10-11-8-b device of lot number c2198876 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2198876. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause could be attributed to tortuous patient anatomy and/or tight stricture, which may have resulted in a build-up of pressure causing the device to kink leading to the deployment difficulties reported. A second possible root cause could be that the safety wire wasn¿t removed on time subsequently leading to the issues reported by the customer. However, as the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. Multiple attempts were made to confirm if the device will be returned however no information was received. Should the device be returned, this complaint can be reopened and updated accordingly. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation the evo-fc-10-11-8-b device of lot number c2198876 involved in this complaint was not returned for evaluation. Confirmed quantity of 01 x used device. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 02-jul-2025.